Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached at 30,000 joules of use. The case was completed using an alternate procedure (turp). Patient outcome: " no injury to patient".